Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported by ambulance to the emergency room (ER) with a low blood glucose (bg) level in the 40's mg/dl, due to needing settings adjustments. Customer received carbs/glucose; exact details were not provided. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.